Manufacturer narrative:
(B)(4). Report source: foreign; switzerland. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02281.

Event description:
It was reported that post-operatively when attempting to remove the screw from the inserter, it was determined that the threads on both instruments were defective due to normal wear breakage. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified both of the returned shafts had damage to the head and large hex. The bottom hex of both devices had been stripped. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.